Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. P1501dr implantable pulse generator, (B)(6) 2005; 4968 implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that during a routine device change out, when the physician was attempting to open the capsule surrounding the implanted device/leads, the right ventricular (rv) lead was severed. The device was interrogated while still in the pocket and the impedance on the rv was greater than 3000 ohms, which confirmed it was the affected lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.